Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the buttons on the insulin pump were unresponsive. The blood glucose reading was 385 mg/dl. Customer treated with manual injection. Customer reported that he had jumped into a pond. Nothing further was reported.

Manufacturer narrative:
Failure analysis revealed that the down arrow button did not respond due to flatten button dome switch. No moisture damage on the electronic assembly noted. The device was received with minor scratched display window, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker.